Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. A bubbling sound was identified, indicating refrigerant gas leak from the patient tank cooling coil and water entering refrigeration cycle which damaged the cooling compressor. The customer decided to scrap the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling on patient side during procedure and noise could be heard from the cooling compressor. The device was replaced with another and procedure could be completed. There was no report of patient injury.